Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that a system controller was exchanged, and that an electrostatic discharge (esd) event occurred, though the patient was noted to be fine. Log file review contained no unusual events or any evidence of an esd event, though it was noted that data may have been over-written by new incoming data.

Manufacturer narrative:
Corrected data: section d6a: date of implant should have been previously removed. Manufacturer's investigation conclusion: the reported event of a system controller exchange was not confirmed. A review of the submitted controller event log file spanned approximately 2 hours (18jul2025 from 14:16:23 ¿ 16:3029 per time stamp). The pump maintained a speed within the expected range without issue while the driveline was connected. There were no alarms active in the log file. A review of the submitted controller periodic log file spanned approximately 11 days at 1-hour intervals (08jul2025 ¿ 18jul2025 per time stamp). There were no alarms active in the log file. The hm3 system controller, serial (B)(6), was not returned for analysis. The heartmate 3 patient handbook section 2 ¿how your heart pump works¿ states ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital.¿ additional information provided stated that the patient reported an esd event. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. A root cause for the reported event was not conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook and instructions for use also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot all the system controller alarms. The heartmate 3 patient handbook, section 2 ¿how your heart pump works¿ states ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital.¿ no further information was provided. The manufacturer is closing the file on this event.